Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Complaint record- (B)(4).

Event description:
It was reported by the customer that the intra-aortic balloon (iab) having the critical issue with fiber optic cable of iabp. The pressure wave form was lost but iabp was still functioning minus the wave form on screen. No harm to the patient reported.

Manufacturer narrative:
Updated fields: b4, g1(contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation conclusions), h11. Corrected field: d9. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID no.: (B)(4).